Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/8/2023, it was reported by a sales representative via (B)(4) that an ar-3200-0021 ccu had an issue. The fan stopped working, and a burning smell came out. This was discovered after use. No case involvement. Additional information has been requested. On 1/2/2024, the sales representative provided additional information via email: this was not reported during a case. They noticed a burnt smell coming from the ccu and, as a result, closed the or down for that day and did not do any cases in that or until the ccu was replaced the next day. No smoke was noticed, and no adverse effects to the staff or surgeon were reported.

Manufacturer narrative:
Additional information: h6 (no problem found) the evaluation did not identify any issues relevant to the reported event.